Event description:
The customer reported the staff observed smoke coming from the capnomac along with a burning smell. The staff did not report any flames being seen. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.